Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Not returned.

Event description:
It was reported that the patient's right hip was revised due to pain and elevated cocr levels. Intra-operatively, the following were noted: gray tissue, bone resorbtion, and black debris inside the head/ trunnion interface. The surgeon cleaned off the trunnion of the in-situ stem and revised a cocr femoral head and liner to a biolox ceramic head with sleeve, mdm metal liner, and adm/ mdm poly insert. No allegations were made against the revised liner.